Event description:
It was reported, the pt stopped feeling stimulation. The pt increased the amplitude to the maximum to no available. Follow-up identified impedances were normal. Reprogramming was able to capture stimulation in the right ribs and right hip. The pt's pain pattern is right foot and reprogramming did not provide coverage to this area. X-rays were ordered. Additional follow-up revealed the pt experienced undesired stimulation in her right thigh and lower back. The stimulation was uncomfortable. Additional reprogramming to capture painful areas was completed and the pt was satisfied. Several days after reprogramming, it was reported, the coverage was temporary and the pt turned off stimulation due to pain and weakness in the right back and thigh area. Further follow-up reported the x-rays indicated the leads had sightly moved. A referral was made to a neurosurgeon to discuss surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.